Event description:
It was reported to vyaire medical that the vela ventilator has a tidal volume that is off. When set to 300, vti (inhaled tidal volume) is at 299 and vte (end-tidal volume) is at 109. Furthermore there is no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Concomitant medical products - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer will order the calibration kit and go over the calibration for the exhalation pressure transducer and exhalation flow transducer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.